Event description:
The customer contact reported that the pump was returned to the biomedical engineering dept with an unsigned note that stated, "shorted out and sparking." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During visual exam at the user facility, no visible charring or melting was noted; however, "an odor like some kind of electrical parts burned" was detected. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.